Manufacturer narrative:
Device evaluated by manufacturer: a 2.75mm x 8mm nc emerge device was returned for analysis. Visual and tactile inspection revealed break in the hypotube located 60.9cm distal to the end of the strain relief. Microscopic examination of the balloon material showed no tears or pinholes, and the distal tip exhibited no signs of damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the shaft break occurred. A 2.75mm x 8mm nc emerge balloon was selected for use during coronary angiography. Upon advancement, the balloon shaft broke. The procedure was completed with another of another device. There was no patient complications reported.

Event description:
It was reported that the shaft break occurred. A 2.75mm x 8mm nc emerge balloon was selected for use during coronary angiography. Upon advancement, the balloon shaft broke. The procedure was completed with another of another device. There was no patient complications reported.